Event description:
Reporter indicated that patient has experienced an increase in seizures since vns implant. The patient's stimulation was initiated in 2002. It was reported that the patient has gone from one seizure per week pre-vns to two seizures per week post-vns. It was also reported that the treating neurologist is slowly increasing the patient's medications. Investigation to date has been unable to determine severity of seizure increase, whether the ncp system caused or contributed to the event, or whether the increase was life-threatening.